Manufacturer narrative:
Complaint summary: clinic attempted to generate carelink reports for patients (3 patients). However, some blank reports were generated. Investigation/testing summary: attempted to reproduce the reported event but the reports were generated with no problem (evidence attached to the ticket). Checked with runops team for potential outages during the time the issue was reported and confirmed that there was an outage on nov 17, 2022. Recorded outage incident ticket: (B)(4). Carelink support team has reached out to the clinical team twice to confirm the issue has been resolved. However, we have not received confirmation from the customer. (Most likely) root cause: most likely root cause is an intermittent outage with ticket number (B)(4) that was going on nov 17th, the same day as the issue was reported. Analysis summary: the issue was identified to be most likely caused by an outage. We were not able to reproduce the issue. We asked the customer to confirm the issue is resolved (after the outage was resolved) but we did not receive an update. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had issues with carelink reports. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.